Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 200 mg/dl. The customer¿s blood glucose was 456 mg/dl when he was in church. The customer¿s blood glucose was 596 mg/dl after came home. Customer stated his blood glucose at last night was 245 mg/dl and 230 mg/dl. Customer stated this morning his blood glucose came down to 168 mg/dl. The customer drank only water. Assisted with performing the high pressure test. Test was passed. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.